Event description:
Consumer called stating that the crossbar bolt, underneath the seat, on her 65650 rollator is allegedly missing. No injury. Consumer took product to the dealer who fixed it and returned the product to the user in good working condition.